Event description:
The customer reported that the insulin pump alarmed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a loose drive support disk. The device had scratched lcd window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube.